Event description:
As reported, there was an error with swan ganz thermodilution catheter procedure. The cardiac output measurement was not possible due to an error seen on the screen, showing offline values. The exact message is unknown but it expressed the inability to measure co because the measurement was offline and it was impossible to obtain the base line. There was no active bleeding or any sign of patient blood loss. Despite the changing cartridge there was still the same message. The thermistor connector was inspected and some fluid remnants were observed so it was flushed and dried with fresh air. However, it did not help. Then, during pulmonary artery distal line flush, saline with a bit of red hint appeared inside the connector. The swan ganz catheter was withdrawn and a new one introduced. This was without any harm to the patient, a proper measurement with the new one was taken and the old one was sent for inspection.

Manufacturer narrative:
We received one 131hf7 catheter with attached monoject 1.5cc limited volume syringe for examination. The reported event of "measurement was not possible" was confirmed. As received, dried blood was found in the thermistor connector and the p.a. Distal port. The catheter was connected to the vigilance ii monitor, and unstable temperature readings were observed. The thermistor circuit was continuous, and there was no open or intermittent condition. Interlumen leakage was observed in the catheter body between the p.a. Distal and thermistor lumen. Proximal injectate lumens were patent without leakage or occlusion. The balloon inflated clear, concentric and remained its inflation for more than 5 minutes without leakage. There was no visible damage observed from the catheter body, balloon, and returned syringe. A review of the manufacturing records indicated that the product met specifications upon release. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.